Event description:
Portion of instrument broke off leaving approx 10mm of the tap within the pedicle. Surgeon elected to leave the broken instrument in the device.

Manufacturer narrative:
Device was not returned for eval.